Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. The healthcare provider confirmed that the device use did not contribute to the patient outcome, as the patient was in a non-shockable rhythm. A physio-control service representative performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down during patient use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and verified that two unexpected shutdowns occurred on the reported event date. The cause of the reported issue could however not be determined. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down during patient use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive the reported event.